Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar events. See mdrs 3013394970-2017-00563, 3013394970-2017-00564, 3013394970-2017-00566, 3013394970-2017-00567.

Event description:
The following event was reported in vascular and endovascular surgery 2016, vol. 50(8) 541-546. The patient underwent a percutaneous angiographic procedure. An angio-seal device was used to obtain hemostasis. The patient developed a total occlusion at the prior angio-seal deployment site. The occlusion was successfully treated with atherectomy and angioplasty. Post intervention follow up showed that the patient remained free from claudication with no evidence of obstructive arterial disease of the treated segment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.